Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- as per additional information received, the customer reported blood glucose value was 90 mg/dl. Hence it does not meet serious injury criteria and wont be reportable event. So event submitted under regulatory report 2032227-2025-317756 is not-reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a difference between sensor glucose and blood glucose values. The customer also reported change sensor alert and calibrating multiple times. The event involved product(s) mmt-7040a. Troubleshooting was performed and the blood glucose value was 50 mg/dl and the sensor glucose value was 90 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert and calibration not being accepted alert. It was unknown whether the customer was using the insulin pump with 48 hours of reported event. It was unknown whether the customer was using the auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. No product return is required for mmt-7040a.